Event description:
It was reported that the patient was having heart palpitations was concerned the implantable cardioverter defibrillator (ICD)? Battery ran out and the ICD did not work. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.